Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the analyzer internal port was not working, many analyzers tried. It was also reported the stylus was not working all the time, many stylus tried. The printer was not working all the time. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported analyzer port issue; a known good analyzer worked properly in the programmer. Analysis could not confirm the reported stylus issue; the stylus was not returned with the programmer. The programmer worked with a known good stylus. The programmer failed incoming functional test, however, the programmer passed functional test after a known good stylus was calibrated to the programmer screen. Analysis could not confirm the reported printer issue; the printer worked properly. Analysis found a foreign object (one screw) inside the programmer which could have possibly caused a programmer problem. Upper left hinge was damaged, the cooling fan was noisy, and the right side of the keyboard was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.